Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings:confirmed 078-0008 errors (motor rewind error) in black box. Rewind, load and prime steps performed successfully. Pump setup to be exercised for 24 hours; at 21 hour mark, 064 alarm occurred, pump ceased to deliver. Opened pump to inspect motor related components. Observed moisture at j5 motor connector. Battery compartment crack traveling to bumper pad. Battery compartment crack between the bumper pad and cover. Display dim with reddish hue.